Event description:
In 2009, a male pt underwent a CT scan of the chest, abdomen, and pelvis. After the scan was completed, the CT technician was lowering the table, and the pt stated he needed to sit up. The pt sat up for a few seconds then laid back down. The pt was slow to respond. A medical eval team was called. The team arrived and assessed the pt. Oxygen was placed on the pt, and he was moved onto a cart for transfer. The pt was also placed on a cardiac monitor. The pt went into cardiac arrest. The pt was initially resuscitated and admitted to ICU. At 1058 the pt expired.